Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported that she was receiving a no delivery alarm on her insulin pump. Troubleshooting was performed and during a 5.0 unit fixed prime, the customer stated insulin did not exit and the insulin pump alarmed no delivery. After the customer was advised to remove and reconnect the reservoir and infusion set to the insulin pump and push insulin through the tubing, it was explained to the customer that the alarm was caused by the connection between the infusion set and the reservoir. The customer's blood glucose went up to 469 mg/dl, which was treated with an injection. Nothing further was reported.